Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturing location: supplier - flextronics america llc / inspected, packaged and released by: monument; release to warehouse date: january 05, 2017; part: 03.114.001; 1.1 mm lcp threaded drill guide for 1.5 mm lcp plates; lot: h028400 (non-sterile); lot quantity: 125 purchased finished goods traveler met all inspection acceptance criteria. Certificate of compliance supplied to flextronics by avalign was reviewed and determined to be conforming. Certificate indicates that the lot was accepted by flextronics. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Appropriate action has been initiated on june 6, 2017 for lcp drill sleeve 03.114.001 does not engage with plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a veterinary surgery on (B)(6) 2018 the drill sleeve did not assemble properly with the plate. The instrument was replaced. No surgical delay was reported. The procedure was completed successfully with a back-up instrument. Initially the problem was found only on one device. Subsequently, the customer decided to return all the devices belonging to that lot, claiming the same problem. Concomitant devices: plate (part# unknown, lot# unknown, qty 1). This report is for one (1) 1.1mm lcp threaded drill guide for 1.5mm lcp plates. This is report 2 of 2 for complaint (B)(4).